Event description:
On an unknown date during filling with 5-fu a back flow was noted and the folfusor could not be filled. There was no patient involvement and therefore no patient injury has been reported.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured between july 23, 2011 and july 25, 2011. Baxter received one unit for evaluation with approximately 60ml of fluid in the bladder. Visual inspection confirmed the leak (backflow) condition at the fill-port. Further examination of the unit revealed a fragment of acrylic resin (approximately 1.6 mm in size) trapped under the check-band. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause was due to particulate matter being trapped between the check band and the stress member prohibiting the band from sealing. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.